Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow up report will be filed.

Event description:
Plate was removed from patient because it had broken. Patient had a non-union. Case was done at holly hill surgery center.